Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure". The patient's medical history included chronic cervicitis, uterine cervical squamous metaplasia, adenomyosis, paratubal cyst, uterine leiomyoma and diabetes mellitus. Concomitant products included metformin since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches") and pelvic pain ("pain"). On an unknown date, the patient experienced cystitis ("bladder infection") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hyterectomy (partial) in 2016). Essure was removed in 2016. At the time of the report, the uterine perforation, dysmenorrhoea, alopecia, cystitis, migraine, pelvic pain, vaginal discharge and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, cystitis, dysmenorrhoea, migraine, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure removal date: anticipated/scheduled date 2019. Discrepancy noted : essure removal date as per mr is (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received: reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure". The patient's medical history included chronic cervicitis, uterine cervical squamous metaplasia, adenomyosis, paratubal cyst, uterine leiomyoma and diabetes mellitus. Concomitant products included metformin since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches") and pelvic pain ("pain"). On an unknown date, the patient experienced cystitis ("bladder infection") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (partial) in 2016). Essure was removed in 2016. At the time of the report, the uterine perforation, dysmenorrhoea, alopecia, cystitis, migraine, pelvic pain, vaginal discharge and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, cystitis, dysmenorrhoea, migraine, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure removal date: anticipated/scheduled date 2019. Discrepancy noted : essure removal date as per mr is (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure". Concomitant products included metformin since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches") and pelvic pain ("pain"). On an unknown date, the patient experienced cystitis ("bladder infection") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (partial) in 2016). Essure was removed in 2016. At the time of the report, the uterine perforation, dysmenorrhoea, alopecia, cystitis, migraine, pelvic pain, vaginal discharge and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, cystitis, dysmenorrhoea, migraine, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure removal date: anticipated/scheduled date 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: case became incident, event injury nos removed, new events (uterine perforation, dysmenorrhea (cramping), hair loss, stomach pain, bladder infection, migraines / headaches, pelvic pain female and vaginal discharge), essure and novasure were added. New reporters, patient demographics details, date of insertion, lab test and concomitant medication were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.